Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer changed the battery and the insulin pump alarmed battery out limit. The customer's blood glucose was 116 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. All operating currents were normal. No unexpected low battery, off no power or battery out of limit alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.